Manufacturer narrative:
Date of event: the date of the event is not known. Date entered has been estimated. The reported complaint was confirmed. The root cause was identified as lack of cleanliness at the supplier and poor process controls at the supplier. Incoming inspection was not effective. A new supplier has been selected and add'l changes have been made to the inspection procedure. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that during a visual quality inspection at the subsidiary in (B)(6), foreign matter contamination was found in each of 100 devices examined. There was no pt involvement.